Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, parity error occurred on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) follow up check an error message displayed "invalid data received for episode". Review of data revealed the error message was indicated as a result of device had a memory parity error and a power on reset (por) occurred. The device remains functional and in use. No patient complications have been reported as a result of this event.